Manufacturer narrative:
There was no frozen screen noted during testing and the time clock advances properly. All buttons on the insulin pump are functioning properly, however, moisture damage was found on the keypad traces. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a minor scratched display window, and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump had been freezing randomly and when she puts her blood glucose in for a bolus, it continues to go in a circle. Customer stated that she also received a button error alarm. Customer stated that she has been using her insulin pen when the pump does not work. Customer's blood glucose was 134 mg/dl. Customer stated that the pump might have been exposed to personal sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.